Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that immediately when the ventilator was powered on, xdcr fault alarms occured. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to verify the customer's reported issue. The unit was tested in ventilate mode and series of alarm upon start become visible: xdcr fault, high rate while auto-cycling. The unit is also evaluated through service mode. Log file shows multiple xdcr fault. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.